Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
The pacing system was implanted on (B)(6)2013. Reportedly, during a follow-up performed on (B)(6)2019, the pacing percentage was observed at nearly zero at the beginning of march. Around the same time, a significant decrease in the atrial pacing percentage was observed and no ventricular lead impedance measurement was recorded. Ventricular sensing measurement over 5000 v was also observed. These events were recorded between (B)(6)2019 and (B)(6)2019. The patient reported that he was not practicing any different activities or exposed to certain environmental conditions or medical tests during this period. Reportedly, the patient, who is completely pacing-dependant, was feeling well and asymptomatic during this period. Preliminary analysis revealed that the aberrant data displayed resulted from a communication error not detected by the programmer.

Event description:
The pacing system was implanted on (B)(6) 2013. Reportedly, during a follow-up performed on (B)(6) 2019, the pacing percentage was observed at nearly zero at the beginning of march. Around the same time, a significant decrease in the atrial pacing percentage was observed and no ventricular lead impedance measurement was recorded. Ventricular sensing measurement over 5000 v was also observed. These events were recorded between (B)(6) 2019 and (B)(6) 2019. The patient reported that he was not practicing any different activities or exposed to certain environmental conditions or medical tests during this period. Reportedly, the patient, who is completely pacing-dependant, was feeling well and asymptomatic during this period. Preliminary analysis revealed that the aberrant data displayed resulted from a communication error not detected by the programmer.

Manufacturer narrative:
This report contains the same information as the one provided in the inital report. Due to technological constraints, the acknowledgments of the initial report were not received. This follow-up report is submitted to be sure that the FDA received all necessary information on time.

Event description:
The pacing system was implanted on (B)(6) 2013. Reportedly, during a follow-up performed on (B)(6) 2019, the pacing percentage was observed at nearly zero at the beginning of march. Around the same time, a significant decrease in the atrial pacing percentage was observed and no ventricular lead impedance measurement was recorded. Ventricular sensing measurement over 5000 v was also observed. These events were recorded between (B)(6) 2019 and (B)(6) 2019. The patient reported that he was not practicing any different activities or exposed to certain environmental conditions or medical tests during this period. Reportedly, the patient, who is completely pacing-dependant, was feeling well and asymptomatic during this period. Preliminary analysis revealed that the aberrant data displayed resulted from a communication error not detected by the programmer.